Event description:
A healthcare professional reported that during an endovascular embolization, a 4mmx30mm enterprise2 vascular reconstruction device (product code encr403012, lot number 9426819) was advanced to the target position and released, but the distal markers converged and failed to open. Multiple attempts to release the stent were unsuccessful, leading to removal of both the stent and the prowler select plus 150/5cm microcatheter (product code 606s255x, lot number 31634751) from the patient and replacement with new devices to complete the surgery. The procedure was prolonged by approximately 20 minutes. There were no reported patient consequences or observable clinical symptoms. Additional event information received on 19-dec-2025 indicated that the temperature indicator label on the inner pouch was checked and found to be within acceptable criteria. There was resistance during advancement of the device. There was no stent damage. There were vessel or aneurysm factors that may have contributed to the incomplete expansion. There was no additional intervention performed to attempt to expand the stent. The incomplete expansion did not result in stent migration or embolization of the stent. There was no blood flow restriction. The 20-minute delay did not result in a patient adverse consequence. Additional event information received on 25-dec-2025 indicated that there is no information available as to the resistance previously reported.

Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h6 and h11. Complaint conclusion: a healthcare professional reported that during an endovascular embolization, a 4mmx30mm enterprise2 vascular reconstruction device (product code encr403012, lot number 9426819) was advanced to the target position and released, but the distal markers converged and failed to open. Multiple attempts to release the stent were unsuccessful, leading to removal of both the stent and the prowler select plus 150/5cm microcatheter (product code 606s255x, lot number 31634751) from the patient and replacement with new devices to complete the surgery. The procedure was prolonged by approximately 20 minutes. There were no reported patient consequences or observable clinical symptoms. Additional event information received on 19-dec-2025 indicated that the temperature indicator label on the inner pouch was checked and found to be within acceptable criteria. There was resistance during advancement of the device. There was no stent damage. There were vessel or aneurysm factors that may have contributed to the incomplete expansion. There was no additional intervention performed to attempt to expand the stent. The incomplete expansion did not result in stent migration or embolization of the stent. There was no blood flow restriction. The 20-minute delay did not result in a patient adverse consequence. Additional event information received on 25-dec-2025 indicated that there is no information available as to the resistance previously reported. Since no device has been received for analysis, no product investigation can be performed and the reported failure could not be evaluated. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 9426819. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Incomplete stent expansion is a known potential procedural complication associated with the enterprise 2 vrd. With the information provided and without the return of the associated devices, it is not possible to determine the root cause of the event. However, the event may have been related to a combination of multiple factors experienced in the clinical setting rather than the design or manufacture of the device. Based on the device history records evaluation, there is no indication that the event is related to the device manufacturing process. The instructions for use (IFU) do contain the following recommendations: ¿ do not partially deploy the stent from the introducer. ¿ maintain adequate stent length (approximately 5 mm) on each side of the aneurysm neck to ensure appropriate neck coverage. ¿ select a stent length that is at least 10 mm longer than the aneurysm neck to maintain a minimum of 5 mm on either side of the aneurysm neck. A large differential in diameter between the proximal and distal segments of the parent vessel may increase the risk of stent migration. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.